Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/29/2025, it was reported that at around 03:00pm, the patient experienced coughing, vomiting, and felt unwell and sick. The patient did not remember very well how, but he was taken to the hospital. The patient was not aware of any treatment or fingerstick before going to the hospital. When a fingerstick was taken at the hospital, the cgm reading was 150 mg/dl, and the blood glucose reading was 655 mg/dl. The patient would have experienced diabetic ketoacidosis. After 15 minutes at the emergency room, the patient passed out. The patient was intubated and was treated with intravenous fluids. It was unknown for how long the patient was intubated, but the patient was discharged after 7 days. At the time of the report the patient was stable, but stated they were having physical therapy and breathing therapy. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6: health effect clinical code - ventilator dependent h6: health effect clinical code - cough.